Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, swelling, stiffness, asthenia, back pain, urinary frequency, bladder infection, pyelonephritis, urinary urgency, dysmenorrhea, ear pain, drainage of abscess nos, discomfort, sterilization, heavy periods, left lower quadrant pain, right lower quadrant pain, diarrhea, offensive vaginal discharge, anxiety, depression, headache, muscle pain, joint pain, dyspareunia, vaginitis, polymenorrhoea, polyp and hemostasis. Previously administered products included for an unreported indication: meloxicam and mirena. Concurrent conditions included delayed period. Concomitant products included anti-d immunoglobulin (rhophylac), folic acid;iron (prenatal) and ibuprofen (motrin children). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (laparoscopic removal of bilateral essure coils bilateral partial salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and migraine outcome was unknown. The reporter considered migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: complete cross sections of bilateral fallopian tubes identified. Essure coils varying from 2.5 to 10.5 cm in length also present. Essure coils ranging from 2.5 to 10.5 cm in length. The fallopian tubes are each sectioned revealing no discrete lesions or cysts. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record- pelvic pain and migraine. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.